Manufacturer narrative:
On (B)(4) 2015, the field service engineer (fse) found a defective wbc bath that was the cause of the leak. The fse replaced the wbc bath to fix the leak. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported an uncontained fluid leak of about 20 ml near the baths inside the act diff 2. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.